Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that image noise occurred / the image could not be seen temporarily due to damage on the charged coupled device unit, and image noise occurred / the image could not be displayed due to damage on the circuit board of the video plug section. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the label on the video connector was peeled, the bending tube was deformed, the video connector case had a crack, the video cable had discoloration, the adhesive on the bending section cover had a chip, the play of the angulation lever was out of the standard value due to wear of the angle wire, and the bending section could not be fixed firmly due to damage on the forceps elevator lever. The following findings had a scratch: the bending section cover, video connector, video connector case, light guide cover glass, light guide connector, switch 1, right / left lever, angulation lever, right / left / up / down plate, grip, and the control unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the endoeye flex deflectable videoscope had a bad image. The issue was found during an unspecified therapeutic procedure, the procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image noise occurred / the image could not be seen temporarily due to damage on the charged coupled device unit, and image noise occurred / the image could not be displayed due to damage on the circuit board of the video plug section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit may be damaged (broken wire, etc.) Due to usage stress, external factors, or handling, or components mounted on the electrical board (ic chip, capacitor, etc.). The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. "[Inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.